Manufacturer narrative:
Continuation of d10: product ID 37092. Product type multiple therapy product product ID 97740 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the programmer (serial# (B)(6), found no significant anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week ago the patient¿s (pt) programmer would not work or display anything, they have put new batteries in the programmer, but it would not turn on. The pt representative verified that the programmer would not display a screen even with new batteries inserted. A replacement programmer was requested. Additional information was received from the pt and pt representative (pt rep). It was reported that they are having the "same issue" and think the antenna was the problem all along. Agent reviewed with caller that according to the notes from the last time, the reason we sent replacement was because the screen would not power up. Caller confirmed that must have been a misunderstanding and what they meant was that the implant icon on the screen was blank/empty; they could not get the lightening bolt to appear. Agent asked caller to attempt telemetry with the programmer they just received and the antenna; caller confirmed poor communication. Agent asked caller to attempt telemetry without the antenna and caller confirmed they are able to connect but the icon is still "blank". Agent instructed caller to press stim on button. Caller confirmed now seeing the lightening bolt. Agent reviewed with caller that we can order a new antenna and they can use the programmer without antenna for now until it comes. Agent sent email to repair to replace the antenna.